Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, on the colon, the device's clamp was difficult or unable to close and an unusual effort was required to turn the twist knob in order to visualize the green bar. It was also difficult to staple and there was an incomplete staple line. They over sewed to fix the staple line. There was no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the safety latch was broken. Further inspection of the anvil over mold noted irregular marks. Additionally, shell ribs were observed damaged. Microscopic inspection under the microscope displayed damage to the knife blade. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. Replication of the damaged mating ribs may occur due to incorrect insertion position of the anvil when closing the instrument by applying an excess of force during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.